Event description:
It was reported that the user received an occlusion alert on the iLet with an inset infusion set on the abdomen, observed drops after disconnecting, changed the infusion set and supplies, and subsequently experienced persistent hyperglycemia with continuous glucose monitor (CGM) and fingerstick readings as high as 401 mg/dL and 415 mg/dL before trending down to 368 mg/dL. This was managed with education to avoid overcorrection and allow the system time to bring glucose down, and there was no further occlusion alert after the supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse, and analysis of information provided by the user. Investigation of this case revealed no device problem found and insufficient information to identify a specific device component issue, while the event aligned with a lack of effect prior to supply change. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.